Event description:
I used renu with moistureloc contact lens saline solution from 06/05 through 04/06. At that time was told to stop using it in either eye. I was diagnosed with fusarium keratitis. I am presently undergoing treatment and taking prescribed medication since 03/22/06. I was told there is severe scarring on right cornea and as of right now do not know the extent of my treatments, or future procedures or permanent damage. My vision in my right eye has been impaired by more than 50% as of right now. I'm not able to wear a contact at all in my right eye. This has been a very painful event and do not know what to expect in the future.